Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt of the lead, there was placement difficulty due to an obstruction in the stylet lumen. It was noted that the right atrial (ra) lead was screwed into the ra septum, but there was no good threshold, so the position was changed once. The physician was unable to put the net shaped dilator at the end of the lead lumen. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analyzed, and no anomalies were found. The analyst noted a gray 14-58 stylet was returned in the lead. A fresh 14-52 gray stylet was able to be fully inserted in the lead without restrictions or obstructions. If information is provided in the future, a supplemental report will be issued.